Event description:
Unit shut down all operations, including blood pump (therefore, patient's blood had to be manually pumped back into patient before patient could be placed on another machine) due to the machine going in to a "general safestate condition". This was due to a communication timeout within the electronics of the machine. The first response (from gambro) to the issue was to use a substance called stabilant 22, which was supposed to clean the contacts on connector j37. The next response to the issue was to replace the j37 harness on all three machines. The most recent response to the issue has been to replace the '5 volt' power supply, that has an older style transformer, with a new power supply that has an older style transformer, because the newer 'switching' style power supply cannot be used on these older machines.